Manufacturer narrative:
The manufacturer is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that around 11:00 pm. The previous evening the pt was experiencing low speed advisory warning along with pi events. The pump speed dropped down from 9390 to 5480, flow declined rapidly, power spikes up to 25.5 and the pi went down to 0.1. The pt was asleep during this time and didn't seem to notice anything. The duration of this was about 1 minute then the data appeared to have returned to normal. Log files were submitted and reviewed by the manufacturer where the reported low speed advisories were confirmed which could be the result of something passing through the pump. It was also reported that the pt had a cat scan (CT) for neuro symptoms the previous week and had been experiencing nausea and vomiting for several days. Blood pressure (bp) indication was held on day of event for bp of 60's and then given later in the evening. Pt was given 1000 cc of normal saline (ns) at 100cc/hr. Echo was performed, no ramp study was performed. Further info of treatment plan will be decided.

Manufacturer narrative:
Based on the information available to the manufacturer, the reported speed drops were confirmed through an evaluation of the system log file. The patient remains ongoing on lvad support and no further related issues have been reported. The device¿s approved labeling outlines pump speed and the factors that can affect it and drops in pump speed. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information: further log file evaluation discovered power elevations over 14w a day prior to the event. It's possible that something was ingested and/or passed through the pump. It was noted that the pi events should not be the cause of the drops below the low speed limit.